Event description:
In 06/2004 a FDA letter was received under the voluntary FDA medwatch program. The description in the event on the form is as follows: post-op infection. Right knee arthroscopic acl reconstruction 1/ patellar tendon allograft. Thirteen days later pt was returned to surgery for a right knee arthroscopy with washing and debridement.